Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: us157856, m2a-magnum pf cup 56odx50id, 269850. X11-180314, bi-metric/x por nc lat 14x150, 219440. 139256, m2a-magnum 42-50 tpr insrt std, 729100. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10500. Hospital discarded as biohazard.

Event description:
It was reported that the patient underwent initial hip arthroplasty. Subsequently, the patient was revised due to wear, femur fracture, and elevated metal ion levels. Attempts have been made and additional information on the reported event is unavailable.